Manufacturer narrative:
Date of event: exact date unknown, event occurred in the past week from date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing constant discomfort around the spinal cord stimulator (scs) device. It was noted that the scs device was sensitive to the touch and the outline of the device could be felt. The patient was hospitalized and was provided intervention for discomfort.